Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of stimulation for past few months and did not use the scs system for about a month. The ipg was deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced with another model which resolved the issue. Effective stimulation was restored postoperatively.